Manufacturer narrative:
The intraocular lens was returned to the manufacturer for visual examination. Visual inspection of the lens revealed the evidence of viscoelastic residues, ovd (ophthalmic viscosurgical device) that was detected indicating the device was handled and prepared for surgical use. The investigation results do not suggest that the complaint lens reported has been affected by the manufacturing process. A review of the manufacturing records showed no deviations or nonconformities. The manufacturing record and related documents shows that the production order was manufactured according to specifications. Placeholder.

Event description:
It was reported that while removal and replacement of the intraocular lens, the incision was enlarged. Suture was used during the procedure. The lens was replaced with another intraocular lens. There was no patient injury and no further information was provided. The patient gender was requested; however, was not provided.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.